Event description:
Feraheme was dispensed from pyxis for the patient. When the blue adapter was connected to the feraheme bottle, the bottle's stopper pushed into the vial of medication. No excessive pressure was used.